Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 2.1 and 2.2 was not detected on bus. A field service engineer (fse) found that the main handheld drawer 2 was not detected on the bus and that no light emitting diode indicators were active on the pyxis module controller. The fse replaced the pyxis module controller board, but when the station was powered on, it crowbarred and did not turn back on because the drawer controller board for drawer 2.2 caused the system to shut down. The fse then replaced the drawer controller board for drawer 2.2. After this replacement, the station powered on successfully, drawer 2 was assigned in the storage space configuration, and all compartments and drawers were detected. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 2.1 and 2.2 was not detected on bus. Customer tried to recover, but issue was not resolved. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.